Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) evaluate the iabp and replaced the interface cable which corrected intermittent screen going blank. The fse performed full calibration, functional testing and safety check to factory specifications; unit passed and was returned to customer and cleared for clinical use. (B)(6).

Event description:
During a scheduled preventive maintenance (pm), the getinge field service engineer (fse) discovered that the cardiosave intra-aortic balloon pump (iabp) intermittently display screen going blank. There was no patient involvement and no adverse event was reported.